Event description:
No additional information

Manufacturer narrative:
It was reported by customer that tubing is coming apart from where the blue slide clamp is located. Two photos were submitted by the customer for quality evaluation. Visual inspection of the photos indicate that the infusion sets separated at the lower pumping segment fitting. The customer complaint of separation other component - leak was verified. The investigation was forwarded to manufacturing for further evaluation. After the investigation, along with manufacturing and quality operations team, the most possible root cause that generates a component separation, is due an incorrect insertion of tubing to solvent dispenser by the production personnel. Similar issues have been identified by our manufacturing team, and a corrective action was taken to add an accessory to the solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. The reported lot number for the inspected sample indicates that the sample was produced before the corrective measures had been put in place. A device history record review for model 2420-0007 lot number 24085413 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that tubing is coming apart from where the blue slide clamp is located.